Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Unique identifier (UDI) # (B)(4). This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-04361 / 04364).

Event description:
Patient underwent a knee orthopedic salvage revision procedure approximately five months post-implantation due to infection.